Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Forty three devices were received for evaluation; 43 events were confirmed during testing. Twenty eight devices were found to be affected by corrosion of internal components and lack of lubrication. Five were found to be affected by internal corrosion, lack of lubrication and fibers within the device. Six were found to be affected by lack of lubrication. One was found to be affected by lack of lubrication and fibers within the device. One was found to be affected by shattered bearings. Two were found to be affected by shattered bearings, corrosion and lack of lubrication. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 44 malfunction events, in which the device overheated. Forty two reported events occurred during testing; no patient impact. Two reported events had patient involvement with no patient impact.